Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer after being explanted with no reason for replacement. The lead was analyzed and tested out of specification. A follow up with the patient's healthcare provider yielded that the right atrial (ra) lead was malfunctioning. The lead was not replaced. No patient complications have been reported as a result of this event.